Event description:
It was reported that the balloon deflation was slow. The target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, when deflating, it was noted that the balloon took more than a few minutes till complete deflation occurred. The device was removed in a complete deflation state. The procedure completed with no patient complications were reported.